Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the compact plus system within 10 minutes: 1.3 mmol/l, 1.3 mmol/l, 1.3 mmol/l, and 7.7 mmol/l. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.